Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure the moment when releasing the pedal he observed that previously aspirated material from the suction tube returned back into the eye. The surgeon that if the suction probe was removed from the eye in advance the reflux issue did not occur. The surgery was carried out by removing the probes from the eye chamber before releasing the pedal. No patient was impacted.